Event description:
Per the clinic, it was reported that open circuits were noted on all except two electrodes. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.